Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that blood glucose was high. The customer had issues with the last 4 infusion sets and they keeps falling off. Customer reports the infusion set tubing came apart. Customer mentioned high blood glucose of 400mg/dl. The customer declined further high blood glucose troubleshooting. The customer treated it with insulin pump and manual injections. The insulin will not be returned for analysis.